Event description:
It was reported that during a shoulder surgery, it was discovered that the small battery drive device was not working properly. There were no delays to the planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which found that the device was not working properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.